Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main tower doors were not opened due to the syncing issue at the station. A field service engineer swapped the door board to test to make sure that the door board wasn't causing any issues and inspected the latch assembly. No issues could be found via hardware. Further, the technical support specialist confirmed that the station has been synced and is ready for reloading and testing. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that the pyxis medstation es system encountered an issue where the integrated main doors were not opening for transactions. Additionally, it was reported that the nurses had to request needed medication from pharmacy and confirmed no delay or patient harm. There were no adverse events or injuries reported based on this event.